Manufacturer narrative:
The patient's age is unknown; however, it was reported that the patient was over 18 years of age.

Event description:
It was reported to boston scientific that a capio slim was used in a sacrospinous fixation procedure on (B)(6) 2014. According to the complainant, during the procedure, when the suture was thrown into the cage of the capio slim device, the tip of the needle carrier got stuck in the cage. The surgeon pulled back the handle to release the needle carrier tip from the cage. The procedure was completed with this device. There were no patient complications reported as a result of this event.